Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we've have had multiple blood lines that develop tiny air bubbles through out the arterial line during treatment. The dialyzers are also getting air in them as well as venous drip chambers.